Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump which resulted in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, customer was discharged from the ICU 5 days later on (B)(6) 2024, with no permanent damage and the issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.